Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information received stated that the user has weak hearing with the device. In situ measurements show affected channels. There is no report of an accident or trauma. Further steps are unknown at this time.

Event description:
Information received stated that the recipient had weak hearing with the device. The device has been explanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition, two channels have been disabled due to no auditory percept. Furthermore, the recipient had to undergo a magnet resonance imaging due to balance issues. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Information received stated that the recipient had weak hearing with the device. The device has been explanted.

Manufacturer narrative:
Conclusion: based on the received information from the field a damage to the active electrode, caused by device minute mobility is assumed. However, due to the device's received status an exact location for the suspected wire fractures could not be located. The remainder part of the electrode has not been received. The observed mechanical damages are attributable to the removal surgery. In addition, two channels have been disabled due to no auditory percept. This is a final report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. In addition two channels have been disabled due to no auditory percept. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Information received stated that the recipient had weak hearing with the device. There was no report of an accident or trauma. As per additional information received the hearing decreased over time and the recipient also had problems with balance. No information in regards to further steps has been received.